Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see manufacturer's report number:3004209178-2013-97416.

Event description:
Customer's husband called to report a hospitalization due to high blood glucose. Customer was admitted to ICU. Customer smelled insulin during the priming process. Insulin leaked in the reservoir compartment. The blood glucose reading is 460 mg/dl. Customer experienced nausea, vomiting, excessive thirst, urination, irritability, abdominal pain and ketones in urine. Customer treated with manual injection and insulin pump. The blood glucose reading at the time of the event was over 500 mg/dl. Nothing further reported.